Event description:
It was reported that the pt underwent a sling procedure during 2002. The pt presented with a sinus tract in the area of one of the abdominal incisions. The pt is of reproductive age with normal hormone levels. The physician will have a fistulagram performed to determine the extent of the abdominal fistula. He will then excise the fistula.